Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath and dilator were flushed, and the dilator was inserted through the sheath. Upon observation of the tip of the dilator, the tip of the dilator appeared damaged with chipped and rough edges. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. Use of the farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The sheath was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. The sheath was returned with its dilator still inserted. An attempt to evaluate compatibility between the sheath and dilator was performed, which noted a successful interaction as the dilator was able to be fully inserted into the sheath without issue. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive in the inner rim of the shaft. Testing confirmed that the reported dilator tip damage likely occurred after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner rim of the shaft.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath and dilator were flushed, and the dilator was inserted through the sheath. Upon observation of the tip of the dilator, the tip of the dilator appeared damaged with chipped and rough edges. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. Use of the farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The sheath is expected to be returned for laboratory analysis.